Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that a pin hole was found at the y-connection (bifurcate) of the catheter and there is a slow leak at this point. The physician replaced the catheter with a new one. The patient was involved no injury.

Manufacturer narrative:
Submit date: 2/16/2016. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. A visual inspection was performed and a hole below the hub on the joint of the catheter. The sample was submitted to an underwater test. Bubbles were detected coming from the arterial extension below the hub. The venous extension did not show bubbles during the test. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. Do not use acetone on any part of the catheter. A possible root cause can be due to excessive force used with the device. This event will be handled through a formal corrective and preventative action and no further actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.